Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report of "failed self test" was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The customer?s report of "ECG disable" was observed during review of the device data log. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer, along with a replacement multifunction cable. It was recommend to the customer to discard the original multifunction cable. Analysis of reports of this type has not identified an increase in trend.